Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 lot number (unknown lot number) the device history record was unable to be reviewed for this device since the serial number provided was not correct. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported on behalf of the customer the jaws "hiq+", bipolar, 5 x 330 mm, grasping forceps, fenestrated desleeved during reprocessing. The device was inspected prior to reprocessing. There were no reports of patient or user harm associated with this event.